Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection observed a break between the heparin line and the cartridge. The event was caused by an excessive solvent applied during the manual assembly process. The reported condition was verified. The cause was attributable to the manufacturing and assembling process. A nonconformance has been opened to address this issue. The lot number was unknown; therefore, a batch review could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a cartridge ext dialyzer, an external blood leak occurred at the heparin line. The treatment was ended with blood restitution and the accumulated blood loss was estimated as¿very small¿. There was no patient injury or medical intervention associated with this event. No additional information is available.